Event description:
A surgeon reported "a couple" of postoperative refractive surprises following intraocular lens (iol) implant surgery. No pts were identified. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts to obtain add'l info have been made. A completed questionnaire has not been received. (B)(4).